Event description:
New information received on 07/05/2018 notes that the device was post paced t wave oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested. Additional information was not reported.

Event description:
It was reported that the patient presented remotely. The patient was asymptomatic. The device was oversensing t waves after paces. The device was causing pseudofusion when paces were delivered on conducted beats. No programming changes were done and the patient will continue to be monitored.